Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. The customer's blood glucose level was 525 mg/dl. The customer administered a correction injection to address bg. The customer reverted to an alternate method insulin therapy.